Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 571 mg/dl with unspecified ketones, confusion, nausea, vomiting, difficulty waking up, and confusion. The reporter noted the patient was hospitalized and treated with intravenous fluids and insulin via injection, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the total daily dose basal history did not match the programmed basal rate due to known and expected causes: pump suspension. It was determined the following diabetes management factors contributed to the event: failure to bolus and change in stress level. It was determined the bolus type setting was incorrectly programmed. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health even was attributed to a reported use error.